Event description:
Patient taking nap and using fisher & paykel airvo device for his tracheostomy tube. The tubing connected to the device and to his trach tube is heated at 34 degrees celsius. The tubing was rested on his left cheek during his nap and cause a burn with blisters. Family was educated previously that the tubing should never rest on bare skin or placed under blankets, but being he is an active 2-year-old, he managed to move around during sleep and the tubing landed on his face.